Event description:
It was reported that the remote monitor was working "fine," and had transmitted successfully in the past. The patient was hospitalized for two months, and then attempted to complete a remote transmission. The monitor was not able to interrogate the device. There were no reported patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis found corrosion and contamination on the printed circuit board assembly (pcba). The pcba had originally passed test and inspection prior to assembly.